Manufacturer narrative:
Corrected data: b5-the reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/1.5/081 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. The intraocular pressure was reported as being high. The patient complained of poor vision and sees distorted lights. Treatment with steroid, antibiotic lubricant and acetazolamide was initiated and a therapeutic contact lens inserted. Pain was reported and corneal ulcer. The lens remains implanted. Patient code: 3191 medication treatment with steroid, antibiotic lubricant and acetazolamide prescribed, therapeutic contact lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+1.5/081 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2019. The intraocular pressure was reported as being high. The patient complained of poor vision and sees distorted lights. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.